Event description:
Used medline sensicare ice nitrile gloves for chemo protection when administering the drug carmustine. The box does not list a breakthrough time for the drug. When I contacted medline I was given several different 510(k) numbers with all different permeation times, but I would have to report the lot number to know which was correct. I would presume the boxes need to have the permeation times listed like the other gloves we have used.